Event description:
During a coronary angioplasty, the hub of the 2.75 x 33mm cypher select + stent was not connecting properly with the indeflator leading to leakage. Therefore, the stent did not expand properly at the particular pressure desired. During deployment, the intended pressure was 16-18 atm; however, loss of pressure was noted at 11-12 atm. Pressure was maintained for a few seconds before loss of pressure was noted. Leakage was observed at the hub, however, there was no crack observed at the hub. A balloon burst was not suspected at this time. The stent was deployed at the intended location to cover the lesion. Before withdrawal, there was no difficulty deflating the balloon. The physician decided to conduct post-dilation because the stent was not fully expanded with a non-cordis indeflator. The contrast to saline ratio used was 20:15. The doctor's insight/opinion of what could have caused the product experience was a problem with the hub. This problem has not been observed in any other stents.

Manufacturer narrative:
The product is expected to be returned for additional testing. Additional information will be submitted within 30 days of receipt. The cypher select plus product is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states.

Event description:
It was reported that during a liver chemotherapy embolization procedure, the patient suffered a reaction. The physician advanced an unspecified guide catheter to the celiac artery and injected contrast. Next, the renegade hi-flo microcatheter was advanced through the guide catheter and contrast was injected into the renegade using a syringe, however, immediately afterwards, the patient¿s face became flushed and tachycardia was noted. The patient was given a benadryl IV and the symptoms did not progress. The procedure was successfully completed with this device. The patient¿s condition and post-procedure status are unknown.

Manufacturer narrative:
During a pci, the user had difficulty connecting a cypher stent to an indeflator and leakage was observed in the luer hub while inflating the stent delivery system for stent deployment with resulting loss of pressure at 11 to 12 atm. The stent was successfully deployed and another balloon was used to fully post-dilate the stent with successful results. During the index procedure, a 2.50 x 33 mm cypher select + was inserted to treat a lesion in the mid lad. The lesion was described as 90% stenosed, tortuous with moderate vessel angulation. After insertion, there was difficulty connecting the indeflator (dr surgical) to the hub. Another indeflator was used but the same difficulty was noted. The physician attempted to inflate to 16 atm. For stent deployment, however loss of pressure was noted at 11 to 12 atm and leakage from the luer hub was noted. There was no leakage of contrast media seen with fluoroscopy. The product was removed from the patient without difficulty and post-dilation was conducted to achieve complete stent wall apposition. The patient did not suffer any injury. The contrast media used was omnipaque. The contrast to saline ratio used was 20:15 ratio. Multiple attempts were made to obtain the product for evaluation without success. One non-sterile cypher selecy plus 2.50 x 33 mm was received coiled inside of plastic bag. The stent is not present. The balloon was received inflated. No damages were visually detected on the sds, balloon or lure hub. The hub was observed under the microscope and no damages were detected. The hub was connected to a stopcock and no issues were detected. Pressurized water was applied to the catheter and no leaks were detected. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failures "luer hub incompatibility" and "luer hub leakage" were not confirmed. Neither the DHR review nor the analysis suggests that the reported failures are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken.